Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was another volume discrepancy with this patient. Specific volumes were not provided, but the physician was going to replace the catheter and likely replace the pump as well. The replacement was scheduled for (B)(6) 2014. The only symptom reported was lack of effect. Specific drug information was not provided and it was believed the concentration was still 2,000mcg/ml. The cause of the discrepancies, if a specific catheter issue was determined, what was done surgically, and the patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported the catheter was completed explanted and replaced on (B)(6) 2014 and was discarded. A catheter issue was noted, specifically a kink at the anchor area. Diagnostic or troubleshooting performed included a dye study, the logs were checked, and x-rays. The patient had experienced higher than anticipated residuals and intermittent spasticity. The patient's increased spasticity was in the upper extremities. Exploratory surgery identified a kink near the anchor, which when relieved provided return of cerebrospinal fluid (csf), which was previously unable to be obtained. The catheter was replaced and the pump was replaced. The product issue was resolved. The patient's status at the time of this report was 'alive-no injury.' If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient had an expected residual volume (erv) of 5ml and an actual residual volume (arv) of 20ml. The cause of the discrepancy was unknown. The plan was to reprogram the patient and observe. Diagnostic testing or troubleshooting was not performed. The patient was having increased spasms at night and residual volume discrepancy at a refill on (B)(6) 2014. The plan was to increase the bolus dosing at night and observe for another refill cycle. Symptoms included increased spasticity of the lower extremities and the patient¿s status at the time of this report was ¿alive-no injury.¿ outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the actual residual volume (arv) was approximately 10 ml and the expected residual volume (erv) was 3.7 ml at the refill one day prior to report. It was noted that this was not the first refill following a revision. The patient was reportedly experiencing some increased spasticity. It was unknown when the change in therapy occurred. There were reportedly no alarms. The patient's pump was intended to infuse baclofen. It was later reported the on (B)(6) 2014, a dye study was performed with the catheter tip reportedly at t8. They were reportedly able to aspirate over 1 cc, and there was no dye outside of the intrathecal space according to the doctor. It was later reported that the patient was still having increased tone. The doctor was able to aspirate 0.25 to 0.5 cc from the side port. The programming was changed from simple continuous to flex dosing with 6 boluses per day of 80 mcg at a basal rate of 6 mcg/hour. The patient was asked to follow up with the doctor to see how that works. Additional information received reported that the patient experienced a decreased control of spasms, and increased hyper-reflex ology, pain, and spasticity. It was noted that the cause of the discrepancy was a programming error as no priming was performed. It was noted that the doctor was unable to aspirate the catheter access port (cap) . After the programming changes, the patient reportedly had improved symptoms, less spasticity, and was doing well with a follow-up appointment of (B)(6) 2014.